Manufacturer narrative:
One used suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Method other: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a left ventriculogram procedure. Flow- 10, volume- 30, pressure limit- 1200 psi. No harm or injury was reported.